Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. There was no reported adverse effect to customer's blood glucose level. Multiple follow up attempts were performed to obtain additional information, however, customer did not respond.